Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the keypad was not responding on the insulin pump. It was also found the insulin pump alarmed weak battery when the customer replaced the battery. The weak battery alarm could not be cleared due to the keypad anomaly. Customer's blood glucose was 291 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No weak battery alarm was noted. All operating currents were within specification and the insulin pump passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. All of the buttons functioned properly. However, corroded keypad traces were noted. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked belt clip slot.